Event description:
It was reported that the patient experienced inflammation with an inflatable penile prosthesis (ipp) leading to a revision surgery in which the existing ipp was removed and a new tactra was implanted. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders presented leaks consistent with sharp instrument damage likely occurring upon explant. The reservoir was visually and microscopically inspected, revealing the component had a cut consistent with sharp instrument damage that likely occurred during explant. Visual inspection of the pump did not identify any anomalies; however, upon functional testing, the component did not pass the activation test. The reported patient symptom of inflammation is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available and analysis results, although a pump anomaly was identified, the reported clinical observation of inflammation could not be confirmed.

Event description:
It was reported that the patient experienced inflammation with an inflatable penile prosthesis (ipp) leading to a revision surgery in which the existing ipp was removed and a new tactra was implanted. No additional information was reported.